Event description:
Device malfunction: premature sheath splitting. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a common femoral artery after an interventional procedure. Reportedly, after vessel locator deployment the sheath was noted to have prematurely split prior to delivery of the clip. The device was removed and hemostasis was achieved, using manual compression. There were no adverse pt effects reported. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was received. Investigation is not yet complete.